Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic dislodgement occurred. It was reported that when the hemostatic valve of the sheath was leaking. The vizigo was replaced and the case continued. There was no patient consequence. Additional information was received indicating the hemostatic valve had dislodged into the hub as the ¿hub¿ collapsed inward when the dilator was introduced. The brim and hub did not detach the sheath. The sheath was used on the patient but no treatment was required.